Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that he had suffered a hypoglycemic episode and had fallen unconscious. A neighbor took notice of patient's condition outside his building and called paramedics. Patient's bg was measured at 30 mg/dl. Patient was transported to the hospital. At the time of his call to dexcom technical support, patient reported that he was feeling fine.